Manufacturer narrative:
The device was returned to resmed and an evaluation confirmed the complaint. The non-return valve assembly (nrv) and the main circuit board were replaced to address the issue. The device was serviced and fully tested before it was returned to the customer. (B)(4).

Event description:
It was reported to resmed that an astral device failed to complete its internal self test and had a defective main circuit board. The device was not in patient use when the reported event occurred.